Event description:
Surgeon was performing a right femoral artery angiogram using perclose device. Two devices were used to perclose. An initial device was deployed, the device could not be removed until suture was broken.